Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported that prior to a surgical procedure at the user facility, the device had lubrication leaking and running down the tubing. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that prior to a surgical procedure at the user facility the device had lubrication leaking and running down the tubing. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.